Manufacturer narrative:
Updated to reflect the information received on 2017-apr-17.

Event description:
Additional information was received on 2017-apr-17 from the patient's healthcare provider. It was confirmed that the pump rate was decreased and the patient's symptoms were resolved. No additional complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) regarding a patient with an implanted pump. Indication for use was noted as no n-malignant pain, failed back surgery syndrome, and chronic low back pain. The patient's past medical history included post-laminectomy syndrome, other intervertebral disc degeneration, lumbar region, spinal stenosis lumbar region, low back pain, radiculopathy, lumbosacral region, and long term (current) use of opiate analgesic. Medication other than pump medication includes: lactulose, hydrocodone-acetaminophen, gabapentin, effexor, amlodipine, atorvastatin, hydrochlorothiazide, lisinopril, metoprolol, xarelto. Patient had no known drug allergies. The patient was receiving fentanyl 4500mcg/ml at 1989.4mcg/day and bupivacaine 25mg/ml at 11.052mg/day. On (B)(6) 2017, the patient was seen at the physician's office. It was noted that after the pump was relocated on (B)(6) 2017 (see regulatory report , the patient got up on (B)(6) 2017, feeling they were getting to much medication through the pump. The patient felt confused, drugged, had a headache, had difficulty urinating and had nausea. The patient went to the emergency room and the pump was decreased by 25%. The patient stated they felt better, still had a little headache and nausea. The patient stated their pain is improved at lower dose and did not want to make any changes on (B)(6) 2017 but was aware to call if they felt they needed an increase or decrease. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.